Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Information was received that the patient expired due to suspected cardiac arrest due to ventricular fibrillation (vf). The device was interrogated in clinic following explant, and a loss of capture was noted with pacing therapy following the vf episode. The physician does not believe the device cause or contributed to the patient death.